Event description:
It was reported that the customer was hospitalized last month due to high blood glucose. Tandem technical support made multiple follow up attempts regarding the event but no response was received.